Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients blood pressure dropped and experienced atrial fibrillation (af) with rapid ventricular response. T he leadless implantable pulse generator (ipg) exhibited pacing spikes on the t wave. No patient complications have been reported as a result of this event.